Event description:
Patient stated one or two of almost every box of needles is already bent or broken. Patient stated she could use ten to fifteen extra needles because of this. No additional information is available. Ref report: mw5171018.